Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6) product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: (B)(6) product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Product family: dbs-extension. Upn: m365nm3138550 model: nm-3138-55. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection and underwent a full system explant 26 days post implant procedure. The patient was doing well postoperatively. The devices will not be returned as they were discarded by the medical facility.